Event description:
Event description boston scientific, crm received information that this left ventricular (lv) lead was not capturing. The lv lead impedance measurement was confirmed to be ok. This was noted following tricuspid valve replacement. The physician suspected that the lead had dislodged or that the patient's heart was in shock following the surgery. The physician planned to evaluate the situation in a few days. It was also noted that the patient is pacer dependent and went asystole during loss of capture. A boston scientific technical services (ts) consultant advised that there is no backup right ventricular (rv) pacing when performing an lv only capture threshold test.